Event description:
It was reported that at one setting the external pulse generator paced accurately but below that setting it was out of specification by greater than 5%. It was further reported that when measuring the atrial rate with the ventricular current output off, the rate was within specification, but with the ventricular current on the atrial rate jumped out of range > 5%. The generator was returned for service within the calibration program. It was indicated that there was no patient involvement associated with the event.

Manufacturer narrative:
Product event summary: analysis confirmed the reported event, the display was out of specification, also missing pixel segments. It was also noted that the upper and lower cases were broken, one bail cover was broken, one bail cover was missing, the ring, ring cover, one case screw and one bail were missing, the battery contacts were compressed, the keyboard was scratched and the serial number label was damaged.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.